Manufacturer narrative:
Device was received with all buttons operation properly and passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test however, device was received with high sleep current, problem isolated to the electronic assembly. Rewind functioned properly and no unexpected loud motor noise, drive/motor anomaly noted during testing. No damage or moisture damage on keypad assembly and no unlocked electrical board keypad connector noted during visual inspection. Device was received with scratched case and pillowing keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump's buttons were stick sometimes when trying to bolas. Customer stated that the insulin pump's battery did not last as long as it did when it was new. Customer reported that insulin pump did extra noises when rewinding the reservoir. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.